Manufacturer narrative:
Corrected data: b5 - edited the second paragraph. Updated data: h6 - annex b, annex c, annex d analysis: gross description - receipt condition the device was received inside a heart valve return kit, fully submerged in clear 0.2% glutaraldehyde solution. Visual evaluation of returned device - the explanted valve frame exhibited outflow ellipticity. Coaptation - leaflet 1 and leaflet 3 were in a closed position, while leaflet 2 appeared partially open; a gap was present at the point of coaptation. Leaflets - leaflet 1- outflow view: off-white pannus overgrowth lined the margin of attachment, encroaching and infiltrating the belly with adjacent thrombotic host material. Tissue deterioration was evident at the point of coaptation, including a tear and free edge split. A small tear was noted distal to commissure 1-2 with what appears to be a thin layer of host growth (pannus) on top. Inflow view: a large cluster of extrinsic calcification nodules infiltrated the margin of attachment (moa), extending onto the belly and inferior coaptive areas (ica) between l1-l3 and l1-l2. Tissue deterioration, abrasion, was noted at the ica between l1-l2, appearing to be associated with adjacent calcification. Leaflet 2 - outflow view: pannus overgrowth lined the margin of attachment, extending onto the belly and up the superior coaptive ju nctions (scj) of commissure 1-2 and commissure 2-3. The free edge was folded inward, likely due to pannus overgrowth at the scj of commissure 1-2, with a tear noted at the coaptation point. Pannus appeared to restrict leaflet mobility. Tissue deterioration was observed on the free edge distal to commissure 1-2. Inflow view: extrinsic calcification nodules were present at the moa, extending toward the belly. Tissue deterioration was noted at the mid-belly region, with an additional calcification cluster at the ica between l2-l3. Leaflet 3 - outflow view: pannus overgrowth lined the margin of attachment, extending to the scj of commissure 2-3, with adjacent tissue deterioration. Tissue distal to commissure 3-1 showed slight deterioration. Inflow view: calcification nodules were noted at the ica between l3-l1. Abrasion was observed at the ica between l3-l2, appearing to be associated with contact against the calcification on l2. Commissures - all commissures were encapsulated by pannus, with commissure 3-1 exhibiting the least degree of encapsulation. Sutures - visual inspection revealed multiple broken sutures on the outer frame surface, specifically on two inflow crown and between nodes 1-4. The observed suture damage may have occurred during the explant procedure. Frame - the outflow frame exhibited noticeable ellipticity. Multiple bent struts were identified on the outflow frame of l3, likely attributable to explant-related damage. Host tissue ¿ outer surface: remnants of glistening off-white and maroon pannus adhered to the frame and at the margin of attachments. Outflow aspect: thick pannus remnants adhered to approximately half the circumference of the outflow frame. Inflow aspect: a thick layer of off-white pannus adhered to the inflow crowns, with off-white and maroon pannus lining the inner lumen. Radiographic imaging confirmed calcification on all leaflets and coaptive junctions of commissures, with additional calcification re vealed at the inflow. No stent fractures were detected; however, bends in the outflow frame were confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately (B)(6) following the implant of a transcatheter valve, the valve failed due to stenosis. No patient complications were reported as a result of this event. Additional information was received that indicated the valve stenosis was first identified 8 years and six months after the valve was implanted. Approximately two months later the patient was hospitalized, and aortic valve replacement (avr) was required for stenosis. The valve was explanted, and two coronary artery bypass graft (CABG) were performed with a patch repair of the muscular ventricular septum and the implant of a 27mm non-medtronic surgical valve. The stenosis resolved.

Manufacturer narrative:
Updated data: a1 b1 b2 b3 b5 d6b d9 h1 - serious injury h6 g2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that indicated the valve stenosis was first identified 8 years and six months after the valve was implanted. Approximately two months later the patient was hospitalized and aortic valve replacement (avr) was required for stenosis. The valve was explanted, and two coronary artery bypass graft (CABG) were performed with a patch repair of the muscular ventricular septum and the implant of a 27mm non-medtronic surgical valve (carpentier-edwards perimount magna ease). The stenosis resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 8 years and 8 months following the implant of a transcatheter valve, the valve failed due to stenosis. No patient complications were reported as a result of this event.